Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a postpartum vaginal laceration surgery on (B)(6) 2021 and suture was used. During the procedure, the needle and suture was separated. Then the needle was removed after careful search by the doctor, and then a new suture was obtained to continue the wound. No adverse patient consequences were reported. No additional information was provided.